Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error 2240 (air in line). The patient stated they attached the patient line extension after priming. The patient was involved but there was no patient injury or medical intervention reported. Baxter contacted the nurse on (B)(6)-2011. The nurse stated the following: he was unsure if the event was reported but there would not be any retraining with the patient and as far as he knew, the patient was doing fine with therapy.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in line) was confirmed and the cause was determined to be a use error, because this type of use error could cause a system error 2240. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Additional investigation is being conducted through CAPA/ncr (B)(4).